Manufacturer narrative:
G4: 16nov2020. B4: 17nov2020. The philips field service engineer (fse) was unable to evaluate and confirm the reported issue because the customer declined philips service to repair the device. As the device was not available for evaluation, the reported issue remains unknown. No additional details regarding the reported issue and its resolution are available. The device remains at the customer site. A supplemental report will be submitted if new information is obtained. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 22jun2020.

Event description:
The customer reported a ventilator that experienced a constant alarm. This event was reported to have occurred during clinical use. There was no allegation of harm associated with this event.